Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the probe did no cut during a left eye vitrectomy surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. There is no product sample available for evaluation.

Manufacturer narrative:
One probe sample was returned for evaluation. A visual inspection of the probe was performed and the probe was deemed nonconforming. The cutter was present in approximately 90% of the port. The return stroke tubing is occluded. An actuation, aspiration, and cut test were performed and deemed nonconforming. The product evaluation does confirm the probe cutter does not work. The root cause for the nonconforming cutter is from the return stroke tubing being occluded. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. Additional product investigation: the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows that the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. (B)(4).